Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the left pulley wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the operation channel perforated, the insertion flexible tube (ift) buckled, the light guide cable buckled, the angle wire corroded, the segment corroded, the control body corroded, the receptacle corroded, the mechanical base plate corroded, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the glass rod corroded, the operation channel leak, the suction channel dirty, the distal body worn out, the angle wire hard to move, and the angulation-left angulation zero degrees; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.